Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) had less than 4 years remaining due to increased output. This device remains in service. No adverse patient effects were reported.